Event description:
It was reported by the patient that the previously working remote monitor had power but did not start when the start button was pressed. The patient tried disconnecting and reconnecting the power cord but to no avail. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the monitor powered up and is functional, but the power supply adaptor found out of electrical specification (output voltage is high).